Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as the following MFR numbers: 2249697-2010-01050, 01051, 01052, 01053, 01054, 01055, 01056, 01058, 01059, 01060, 01061, 01062, 01063, 01064, 01065, 01066, 01067, 01068, 01069, 01070, 01071, 01072, 01073, 01074, 01075 & 01076.

Event description:
It was reported, "plastic has cracked in augments."